Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.